Event description:
A tandem mobi cartridge alarm was reported by the caller, resulting in the customer's blood glucose level displaying as "high," with a confirmed exceedance of 500 mg/dl (27.7 mmol/l). To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance beyond normal support. Customer technical support (cts) confirmed the cartridge alarm and that the issue occurred during the load process, leading to the decision to replace the pump. The customer was instructed on storage mode and received instructions for returning the problematic pump, while a replacement pump was dispatched.